Event description:
Patient reported the lv lead was putting a bigger drain on the device. The patient¿s physician reported there were no issues with the crt-d but lv lead impedance alerts were turned off due to alert toning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).